Event description:
The customer reported that the system experienced 'fast stop activation errors'. This event will likely result in an immediate loss of system functionality adn an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cabling from the filament driver pcb to the passive backplane was evaluated and replaced. The system was tested and found to be working as intended and returned to service.